Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted by an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's device was removed due to infection.